Event description:
It was reported the patient was not receiving adequate pain relief from the scs system. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored post-operative.

Event description:
Follow-up information revealed reprogramming was unable to resolve patient's issue. Reportedly, only the patient's ipg was explanted and replaced. The patient's same leads remain implanted.